Event description:
The lens opacification was observed in the right eye in 2002. The original cataract surgery was performed in july 2001. The patient preoperative was 20/200. Post operative the v/a is 20/40.